Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot#: hg3yrfg, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: accessory. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 97791, serial/lot #: (B)(4), ubd: 04-dec-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 22-may-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 22-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported that during an implant of a new ins system the healthcare provider (hcp) placed the leads and deployed the anchors. The hcp took an image and the leads appeared unchanged. The hcp tunneled the leads to the ins pocket and took another image. The leads had pulled down an entire vertebral body. The hcp reported that he was not able to place the anchors all the way to the spine due to the patient¿s size and increased amount of adipose tissue. He tried to advance the leads after noticing the leads pulled down and was unable to. The hcp removed the anchor and replaced it. No patient symptoms were reported. The issue was resolved. No further complications were reported/anticipated.